Event description:
The patient reported, a catheter fracture had occurred (exact date was not provided); subsequently, the system was removed. No symptoms or outcome was provided. The drug used in the pump was morphine. Additional information has been requested from the physician.

Manufacturer narrative:
.